Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jul-2024. The most recent information was received on 12-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted (lot no. B42238) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced vitiligo ("acceleration of the progression of vitiligo completely depigmented in 2017"). In (B)(6) 2023 she experienced burnout syndrome ("work stoppage due to burn-out"). On unknown date she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), premenstrual syndrome ("increased premenstrual symptoms"), poor peripheral circulation ("blood circulation problems in the legs"), haemorrhoids ("haemorrhoids"), joint swelling ("swelling of the hands and ankles"), peripheral swelling ("swelling of the hands and ankles"), fatigue ("extreme fatigue (never normal)"), sleep disorder ("sleep disorder"), memory impairment ("trouble with immediate memory"), allergic respiratory disease ("increased allergic reactions (respiratory)"), dermatitis allergic ("increased allergic reactions (skin)"), eye allergy (" ocular sign"), localised pruritus (", itching on the abdomen, head and legs"), itchy legs ("itching on legs"), bronchitis ("bronchitis"), rhinitis ("recurrent rhinitis"), oropharyngeal pain ("sore throat"), vulvovaginal mycotic infection ("vaginal yeast infection problems (around 3 to 4 per year)"), temperature intolerance ("sensitivity to cold in the extremities (hands, feet, nose)"), tremor ("tremors"), hyperhidrosis ("heavy sweating"), migraine ("migraines"), uterine cervical pain ("cervical"), pain in extremity ("arm pain"), renal pain ("left kidney pain"), urinary incontinence ("urinary incontinence problem"), infectious mononucleosis ("mononucleosis"), hepatomegaly ("liver of increased size, steatotic hepatomegaly"), ear pruritus ("itching of the ear canal,"), dizziness ("dizziness"), parosmia ("hyper-developed sense of smell"), thirst ("excessive thirst") and visual acuity reduced ("loss of visual acuity") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for back pain, heavy menstrual bleeding, premenstrual syndrome, poor peripheral circulation, haemorrhoids, joint swelling, peripheral swelling, fatigue, weight increased, sleep disorder, memory impairment, vitiligo, allergic respiratory disease, dermatitis allergic, eye allergy, pruritus, bronchitis, rhinitis, oropharyngeal pain, vulvovaginal mycotic infection, temperature intolerance, tremor, hyperhidrosis, migraine, uterine cervical pain, pain in extremity, renal pain, urinary incontinence, infectious mononucleosis, hepatomegaly, ear pruritus, dizziness, parosmia, thirst, visual acuity reduced and burnout syndrome were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, premenstrual syndrome, poor peripheral circulation, haemorrhoids, joint swelling, peripheral swelling, fatigue, weight increased, sleep disorder, memory impairment, vitiligo, allergic respiratory disease, dermatitis allergic, eye allergy, localised pruritus, itchy legs, bronchitis, rhinitis, oropharyngeal pain, vulvovaginal mycotic infection, temperature intolerance, tremor, hyperhidrosis, migraine, back pain, uterine cervical pain, pain in extremity, renal pain, urinary incontinence, infectious mononucleosis, hepatomegaly, ear pruritus, dizziness, parosmia, thirst, visual acuity reduced or burnout syndrome. The reporter commented: steps underway for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. [Ultrasound scan] in (B)(6) 2024: liver of increased size, steatotic hepatomegaly. Batch no. B42238, production date: 2013-06-07, expiration date: 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jul-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 03-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted (lot no. B42238) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced vitiligo ("acceleration of the progression of vitiligo completely depigmented in 2017"). In (B)(6) 2023 she experienced burnout syndrome ("work stoppage due to burn-out"). On unknown date she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), premenstrual syndrome ("increased premenstrual symptoms"), poor peripheral circulation ("blood circulation problems in the legs"), haemorrhoids ("haemorrhoids"), joint swelling ("swelling of the hands and ankles"), peripheral swelling ("swelling of the hands and ankles"), fatigue ("extreme fatigue (never normal)"), sleep disorder ("sleep disorder"), memory impairment ("trouble with immediate memory"), allergic respiratory disease ("increased allergic reactions (respiratory)"), dermatitis allergic ("increased allergic reactions (skin)"), eye allergy (" ocular sign"), localised pruritus (", itching on the abdomen, head and legs"), itchy legs ("itching on legs"), bronchitis ("bronchitis"), rhinitis ("recurrent rhinitis"), oropharyngeal pain ("sore throat"), vulvovaginal mycotic infection ("vaginal yeast infection problems (around 3 to 4 per year)"), temperature intolerance ("sensitivity to cold in the extremities (hands, feet, nose)"), tremor ("tremors"), hyperhidrosis ("heavy sweating"), migraine ("migraines"), uterine cervical pain ("cervical"), pain in extremity ("arm pain"), renal pain ("left kidney pain"), urinary incontinence ("urinary incontinence problem"), infectious mononucleosis ("mononucleosis"), hepatomegaly ("liver of increased size, steatotic hepatomegaly"), ear pruritus ("itching of the ear canal,"), dizziness ("dizziness"), parosmia ("hyper-developed sense of smell"), thirst (" excessive thirst") and visual acuity reduced ("loss of visual acuity") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for back pain, heavy menstrual bleeding, premenstrual syndrome, poor peripheral circulation, haemorrhoids, joint swelling, peripheral swelling, fatigue, weight increased, sleep disorder, memory impairment, vitiligo, allergic respiratory disease, dermatitis allergic, eye allergy, pruritus, bronchitis, rhinitis, oropharyngeal pain, vulvovaginal mycotic infection, temperature intolerance, tremor, hyperhidrosis, migraine, uterine cervical pain, pain in extremity, renal pain, urinary incontinence, infectious mononucleosis, hepatomegaly, ear pruritus, dizziness, parosmia, thirst, visual acuity reduced and burnout syndrome were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, premenstrual syndrome, poor peripheral circulation, haemorrhoids, joint swelling, peripheral swelling, fatigue, weight increased, sleep disorder, memory impairment, vitiligo, allergic respiratory disease, dermatitis allergic, eye allergy, localised pruritus, itchy legs, bronchitis, rhinitis, oropharyngeal pain, vulvovaginal mycotic infection, temperature intolerance, tremor, hyperhidrosis, migraine, back pain, uterine cervical pain, pain in extremity, renal pain, urinary incontinence, infectious mononucleosis, hepatomegaly, ear pruritus, dizziness, parosmia, thirst, visual acuity reduced or burnout syndrome. The reporter commented: steps underway for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. [Ultrasound scan] in (B)(6) 2024: liver of increased size, steatotic hepatomegaly a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.